Manufacturer narrative:
The lead exhibited normal electrical characteristics. All measured data were within product specification.

Event description:
It was reported that about one week post implant during a wound check, the rv lead thresholds had increased. The patient also felt extra stimulation on paced beats. The lead was replaced.